Event description:
It was reported, episodes of post paced and post sensed t wave oversensing were observed on the device. Technical support was contacted and also noted low r wave values. Technical support recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.